Event description:
The customer alleged that the volumes were inaccurate on every other breath. The nellcor puritan-bennett factory service technician (npb fst) inspected the device, verified the reported problem, and replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.